Event description:
An application compatibility issue was reported with the abbott diabetes care (adc) device in use with a google pixel 8a phone with android operating system version 15. Due to the reported issue, the customer received a "signal loss" and was unable to obtain readings. The customer experienced seizure and lost consciousness and was unable to self-treat. Both a non-healthcare professional (non-hcp) and a healthcare professional treated (hcp) the customer. A glucose spray for the mouth was given earlier by the non-healthcare professional but was ineffective, prompting a call to the emergency doctor, who administered intravenous glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer experienced signal loss with freestyle libre3 application. Per the compatibility guide, use of the google pixel 8a, android operating system, operating system version 15, software version 3.6.0.11193 is incompatible with the freestyle libre 3application. This guide is available to the user on the websites where the product is launched. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported signal loss. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application compatibility issue was reported with the abbott diabetes care (adc) device in use with google pixel 8a, os version 15 and app version 3.6.0.11193. Due to the reported issue, the customer received a "signal loss" and was unable to obtain readings. The customer experienced seizure and lost consciousness and was unable to self-treat. Both a non-healthcare professional (non-hcp) and a healthcare professional treated (hcp) the customer. A glucose spray for the mouth was given earlier by the non-healthcare professional but was ineffective, prompting a call to the emergency doctor, who administered intravenous glucose. There was no report of death or permanent impairment associated with this event.